Manufacturer narrative:
Investigation summary: customer returned (3) loose 3/10cc, 12.7mm syringes. Customer states that there is needle/shield separation from the barrel when removing the shield. All returned syringes were tested and 2 out of 3 samples exhibited the hub assembly separated from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure. As per manufacturing: CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer (animal clinic) reported about needle/shield separation from the barrel when removing the shield.